Event description:
It was reported that the pt had her device removed due to recurring incontinence. The pt was reimplanted with an acticon neosphincter device at this time. Additional information has been requested regarding the reason for the recurring incontinence.

Manufacturer narrative:
Balloon: catalog 72402105 - serial# (B)(4), exp 06/04/2012, mfg. 06/2007. Pump: catalog 72402287 - serial # (B)(4), exp. 07/24/2012, mfg 07/2007. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.